Event description:
It was reported that during a da vinci hysterectomy procedure that a small black ring from the monopolar curved scissors was found in the abdomen of the patient. The fragment was retrieved during the da vinici procedure with no patient harm.

Manufacturer narrative:
Product came back and was investigated with the following analysis: the monopolar curved scissors was returned and the instrument had a dislodged tube reinforcement ring. The tube reinforcement ring was returned with the instrument separately and was no longer connected to the main tube. It was noted that the area where the peek ring was installed with the main tube showed that adhesive was present and a small piece of the main tube had material missing. It was also noted during evaluation that the reinforcement ring was completely torn/split through the entire wall thickness. There was also noticeable indentation/scrape marks present on each side of the tearing. The indentation/ scraping damages may have contributed to the ring being torn. Intuitive surgical, inc. (Isi) spoke to the reporter and obtained the following information: during the da vinci procedure the surgeon noticed the ring inside the patient's abdomen and removed it during the procedure. Reporter does not know how many minutes into the surgery the ring had fallen into the patient, what surgical task the surgeon doing at the time the ring fell into the patient or whether any anatomy was being removed at the time the ring had fallen inside the patient. No x-rays was or post -operative test were performed. The reporter confirmed that the instrument was inspected prior to use and the surgeon did not do anything out of the ordinary for this da vinci procedure. As far as the reporter is aware, the patient has not come back post da vinci procedure due to any complications. There was no injury reported during the da vinci procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion:during the da vinci surgical procedure, the monopolar ring fell into the patient and ring was retrieved during the surgical procedure.